Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient implanted with a neuro stimula tor. It was reported that both systems had been ineffective for the last 5 months. The patient wanted them explanted due to ineffectiveness. The patient has had reprogrammed over course of treatment and the systems were not effective. The patient was scheduled for explant. No further patient symptoms or complications were reported. [Refer to manufacturer report 3004209178-2017-11884 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to regulatory report #3004209178-2017-11884. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. The main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-06-08. The rep reported that no cause was determined in regards to the systems being ineffective. The rep reported that the systems were no longer providing relief. The rep reported that the systems were explanted and would not be replaced.